Manufacturer narrative:
The device was not returned for evaluation. The nxstage system one user guide provides instructions to connect the therapy fluid multi-line adaptor to the therapy fluid bag and to break the frangibles. It warns not to use ancillary devices that can restrict blood flow and that a trained and qualified person must observe all treatments so alarms and harmful conditions can be responded to promptly. The premixed dialysate instructions for use warns that incorrect dialysate concentration may lead to electrolyte or ph imbalance resulting in patient injury or death. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received of an adult male patient with acute respiratory distress syndrome (ards) secondary to influenza, on veno-venous extracorporeal membrane oxygenation (vv-ECMO). Continuous veno-venous hemodialysis (cvvhd) was being performed with the nxstage system one. The patient experienced premature ventricular contractions (pvc¿s). Kinks were noted on three of the four dialysate bags in use impacting patency. Once dialysate flow was established, the patient¿s symptoms resolved without medical intervention.